Event description:
Patient was here for a left breast biopsy. Radiologist was able to obtain two adequate tissue samples. However, after taking the second sample out of the device's sampling notch, the device would not allow to be reset for another sample. Therefore, another device was opened, and the biopsy was then completed. Device info: celero breast biopsy device by hologic, inc. (12 gauge). Lot: e23e05rp. Exp: 5/4/2025.